Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/10/2009, 04/13/2009, 04/17/2009, and 04/21/2009 by phone, fax, and mail. A completed questionnaire was received on 04/23/2009. This report was mailed to FDA on: 05/08/2009.

Event description:
A surgeon reported a patient with an unexpected postoperative refraction due to the axis shifting following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the patient does not desire any further surgery. The visual activity was corrected with glasses.